Manufacturer narrative:
(B)(4). Investigation summary: 1 each 0012 unknown lot number was received for evaluation. No abnormalities were observed during visual inspection. No damage or insulation damage was observed. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
(B)(4). The surgeon and staff stated it was a flash of flame about the size of a fist. They mentioned that they were using the focus and the 0012 simultaneously to progress the procedure faster. The flash was above the patient approx. 1-2 feet.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a mastectomy, they were using harmonic focus and megadyne 0012 at the same time. They saw a flash of flame. The patient had large amounts of "greasy fat" because she was morbidly obese and while dissecting the tissue, the team noticed particles 'spraying' more than normal. The surgeon did instruct the resident to use the bovie while she used the harmonic scalpel because she wanted to move the case along and did not know of any issue using these device simultaneously. The team did notice a brief 'flash fire ball' above the patient and the devices. The patient's tissue didn't appear to be affected at all by the brief occurrence because it was above the field and the team thoroughly inspected the tissue. No injury noted. The team removed the equipment from use. New units and devices were obtained for case completion.